Event description:
It was reported that loss of aspiration occurred. The target lesion was located in the lower limb. An angiojet solent omni was advanced for a thrombectomy procedure. During the procedure, it was noted that aspiration was lost. The catheter could not perform thrombectomy and thrombus could not be removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of solent omni thrombectomy. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Visual and microscopic examination revealed no damages. Functional testing was performed by placing the device in the angiojet ultra console. Functional testing consisted of running the complaint device through the full priming cycle and 180 seconds in thrombectomy. The device ran within normal range without any leaks from the device or any errors/alarms from the console. Inspection of the device presented no damage or irregularities.

Event description:
It was reported that loss of aspiration occurred. The target lesion was located in the lower limb. An angiojet solent omni was advanced for a thrombectomy procedure. During the procedure, it was noted that aspiration was lost. The catheter could not perform thrombectomy and thrombus could not be removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.